Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Were any cultures performed? If yes what was the result? Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific product code and lot number used. Can specific patient demographics be provided for the subject of this article: if yes, please include: initial procedure date, where procedure was performed, specific medical/surgical intervention performed. Patient pre-existing medical conditions. Reference attached journal article: "title: allergic contact dermatitis to dermabond: a case and review of the literature citation: wound medicine 14 (2016) 25¿30. Http://dx.doi.org/10.1016/j.wndm.2016.07.003 - (B)(4).

Event description:
It was reported in a journal article that a patient underwent a surgical scar revision procedure 7 months after an initial procedure on left lower leg and topical skin adhesive was used. The patient subsequently experienced a vesicular eczematous rash of the surgical site resulting in wound dehiscence and auto-eczematous flare of trunk, arms and face. Allergic contact dermatitis was suspected. The patient may have been treated with short-term use of topical steroids and antihistamines to manage symptoms. The patient was referred for patch testing. Reactions were read on day 3 and day 7. Final reactions included strong/very strong reactions to topical skin adhesive, formaldehyde, quaternium-15, bacitracin, hydroquinone and the patient¿s shampoo; mild reactions to dmdm hydantoin and fragrance mix; and relevant weak reactions to imidazolidinyl urea and an over the counter antibiotic ointment containing bacitracin. The patient did not react to acrylates other than the topical skin adhesive itself, but the patient did have reactions to two strengths of formaldehyde, as well as three formaldehyde releasers (quaternium-15, imidazolidinyl urea, dmdm hydantoin), suggesting that the breakdown of topical skin adhesive to formaldehyde was the sensitizing trigger. Additional information has been requested.